Event description:
It was reported by the customer that pyxis medstation es system are experiencing issues with the fridges going offline. The fridges are not being detected, which is causing delays in patient care. A customer has reported that the user is unable to remove the medication stored in the refrigerator; however, it appears that there may have been a delay in the provision of care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the fridge went offline. A field service engineer rebooted fridge and medstation in proper sequence and restored communication to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system are experiencing issues with the fridges going offline. The fridges are not being detected, which is causing delays in patient care. A customer has reported that the user is unable to remove the medication stored in the refrigerator; however, it appears that there may have been a delay in the provision of care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that fridge is not detected to remove medications that loaded for patients. A field service engineer rebooted fridge and medstation in proper sequence and restored communication. The system functioned as intended after the field service engineer serviced the device.